Event description:
It was reported that the customer's insulin pump does not alarm for no delivery. Troubleshooting was declined at time of call, and advised to call back to complete testing. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow up once the analysis has been completed.